Event description:
Asr revision; asr xl- right; reason(s) for revision: unknown.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient has been revised to address alval/ soft tissue damage, pain, osteolysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl- right, reason(s) for revision: unknown. Update rec'd 03 sep 2013 - reason for revision (alval / soft tissue damage, pain, osteolysis); lot and product number for corail stem; surgeon; hospital; attached surgeon form. Update received 4th september, 2013. Lot number added to stem. Update 19 nov 2014 - updated 47 number, added kid, added patient name and gender. Attached all legal documents and (B)(6) message. Updated all products with manufacturing facility, common and brand name, manufacturing and expiry dates.